Event description:
Healthcare professional reported, "capsular contracture", baker grade unknown. Against left device. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, white particles in the shell, wear abrasion, deformation device and crease fold. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown against left device. The device was explanted.